Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump is broker where the reservoir is screwed in. Cosmetic damage troubleshooting was performed. The reservoir compartment lip is half chipped away and customer does not recall how it occurred. Customer believes their high blood glucose of 253 mg/dl is the result of the reservoir being loose and the damage to the insulin pump. Customer was advised the reservoir would be replaced.

Manufacturer narrative:
The insulin pump had minor scratches on display window and broken reservoir tube lip. However, the test reservoir was held inside of the reservoir tube compartment.